Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the customer's condition had improved - able to establish contact with customer who stated that her condition had not improved and that she was still not feeling well. Customer did not confirm if she was still feeling dizzy or if it was related to diabetes. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results and unknown error code. The customer stated the error code had occurred the week prior and that she did not recall the exact code displayed. The customer is concerned with test results from results obtained of 170 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-140 mg/dl. At the time of the call, the customer reported feeling dizzy; medical attention was not needed at the time. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/22/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set; customer stated all were am results): result 1: 170 mg/dl, date: (B)(6), time: 9:43 am, fasting. Result 2: 162 mg/dl, date: (B)(6), time: 11:05 am, fasting. Result 3: 130 mg/dl, date: (B)(6), time: 10:34 am, fasting. Result 4: 156 mg/dl, date: (B)(6), time: 10:58 am, fasting. Result 5: 165 mg/dl, date: (B)(6), time: 10:01 am, fasting.